Event description:
It was reported that the platform indicated the user advisory 27 (encoder fault (>300rpm) message while the platform was in use. Manual CPR was administered after the malfunction and there was no delay during the treatment. However, the pt expired. The customer reported that she believed an autopsy was not performed. Cause of death was not available. No add'l info could be obtained.

Manufacturer narrative:
Reported complaint of the platform indicates user advisory 27 (encoder fault (>300rpm)) message was verified. Integrated encoder gearbox was found to be at fault, which was replaced. Platform passed the final test.